Manufacturer narrative:
Patient information was requested, but customer did not provide.

Event description:
The customer reported the ventilator alarmed and displayed data acquisition/ printed circuit board assembly/ analog digital converter (pcba adc) reference failed. The customer reported the device was in use, but there was no patient harm reported.